Manufacturer narrative:
Correction: it was discovered that at the time of the initial MDR, the device evaluation (with no product returned) and manufacturing record review was available but was inadvertently not included in the initial report. Therefore, this supplemental report is to capture this information. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. The following sections have been updated accordingly: section h3: device evaluated by manufacturer: yes. Section h6: type of investigation 4109 - historical data analysis. Section h6: type of investigation 3331 - analysis of production records. Section h6: investigation findings 213 ¿ no device problem found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that about two to four weeks after the preloaded intraocular lens (iol) was implanted, the patient was only able to see 20/30 uncorrected visual acuity (ucva) and is "pretty much plano". Quiet eye, normal retina, and well positioned lens. Additional information was received from the surgeon on sep 01, 2023, reporting that the original plan was monovision, with right eye (od) distance with johnson and johnson iol and left eye (os) near with non-johnson and johnson iol. The target refraction for the od was plano. On (B)(6) 2022, the patient¿s pre-operative uncorrected visual acuity (va) od was 20/80-1, near va for both eyes (ou) was j16, and corrected va (with glasses) was 20/20-2, pin hole (ph) 20/40, near ou j3. The patient¿s intraocular pressure (iop) was 17. At the follow-up visit on (B)(6) 2023, the vision was still slightly fuzzy. There was no pain or irritation, but lots of light sensitivity and dryness as well. The patient¿s va without correction (sc) od was 20/20-1 (fuzzy), near va ou j3(-1), iop 13. At the follow-up visit on (B)(6) 2023, two weeks post-operative, the patient had double vision and halos, and distance vision was terrible. Near vision is only good for one hour. The patient was at the grocery store and had to leave, as it was too bright. When golfing, the patient cannot see past 22 yards out. The patient¿s sc va od was 20/30-2, near va ou j5, and iop 19. Monovision 20/70-1. Manifest refraction (mrx) od was -0.50 + 0.50 x 015, 20/25. At the follow-up visit on (B)(6) 2023, one month post-operative, the patient¿s vision was terrible at near and distance. It is slightly better in the morning, but gets progressively worse through the day. The patient also had light sensitivity and double vision. The sc va od was 20/70, ou near va j10, mrx od -0.50 + 0.25 x 010 to 20/40, ph 20/60. The retinal consult was done two weeks later and was normal. The iol was well centered and there was no posterior capsule opacification (pco). The patient was provided with distance prescription glasses and is on cyclosporine two times a day and artificial tears. The patient had another visit scheduled for sep 08, 2023. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 2138 is to capture diplopia and visual acuity reduced/vision loss. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.